Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2022. During the procedure, it was found that the guide catheter was detached. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached and the guide catheter hub was not returned for analysis. A bent was found on distal and proximal section of the push catheter. No problem with the suture and stent was still loaded in the delivery system. A microscopic inspection has been performed and it was noted that the suture hole was slightly torn and the guide catheter was stuck in the threaded connector with adhesive. No other problem with the device were noted. The reported event was confirmed. As per complaint information, the issue occurred during procedure. Handling and manipulation of the device while it was being used can lead to kink or bend the catheters. Additionally, the push catheter suture hole was torn indicates that the suture was properly placed in the device, and it was submitted to tension forces resulting in tearing the suture hole. Therefore, all issues observed will be documented as a not reported allegations and will be coded for adverse event related to procedure. Based on the information available and the analysis performed, it was reported that stent failed to deploy. Also, during the procedure the physician pull the guide catheter, and this became detached from the device. This happens due the adhesive found in the groove of the threaded connector; this made the guide catheter stick to the threaded connector. To be able to complete the deployment, the guide catheter must be pull until the deployment indicator. Therefore, the most probable cause of those failures is manufacturing deficiency since the problem is traced to the manufacturing of the device. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2022. During the procedure, it was found that the guide catheter was detached. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.